Manufacturer narrative:
The pump had a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to verify other alarms due to the motor error alarm. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. The customer's blood glucose was 180 mg/dl. The customer stated that he was changing the insulin pump's supplies when he observed the alarm during normal device use. He stated that the insulin pump had not been dropped or bumped leading up to the issue. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.